Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the patient was not using the stimulation system any longer. The patient claimed that they have not used the stimulator in some time and patient was planning to have it removed. The caller assumed that it was not working any longer. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.